Event description:
The distributor reported that the patient was hospitalized for elevated blood glucose levels and dka. The time and date of the incident was unknown. A battery compartment crack was also reported.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a battery compartment crack. The battery cap secures tightly to the pump. The pump was found to deliver insulin accurately. The pump was exercised with no alarms occurring. The failure did not cause or contribute to the serious injury because the patient was aware that the battery compartment was damaged. The battery cap was able to seat properly, suggesting that any power loss was not caused by the battery compartment crack. The owner's booklet instructs the user to call animas customer service as cracks in the pump may impact the battery contact.